Event description:
It was further reported that csf culture was positive with gram negative rods (gnr) and marked increase in white blood cell cells (wbcs). Antibiotics were started. The cause of death was stated to be congestive heart failure (chf).

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. For use by user facility/importer has been updated to reflect that report. User facility. Uf/importer report number: (B)(4). User facility (B)(4). Contact person: (B)(6). Phone number (B)(6). Date user facility became aware of event on (B)(6) 2019. Type of report: initial. Approximate age of device: 1.5 years. Event problem codes: patient code: 1770-1802. Report sent to FDA: unknown. Location where event occurred: hospital. Report sent to manufacturer: yes, 28-may-2019. Manufacturer name/address: medtronic 500 old connecticut path framingham, ma 01701. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with altered mental status. Computerized tomography (CT) showed a large intraparenchymal hemorrhage as well as scattered subarachnoid hemorrhage and subdural hematoma. The patient had a craniotomy for hematoma evacuation with an extra ventricular drain (evd). Warfarin and aspirin were held and patient placed on heparin for deep vein thrombosis (dvt) prophylaxis. The patient was on warfarin on admission, international normalized ratio (inr) was 2.4, this was reversed with fresh frozen plasma and prothrombin complex concentrates. The patient continued to have large amounts of drainage from the evd and cerebrospinal fluid (csf) culture was positive. Several weeks later, the ventricular assist device (vad) abruptly had low flow alarms with minimal pulsatility likely secondary to thrombosis. Support was withdrawn and the patient died.